Event description:
I use the dexcom 7 continuous glucose monitor system due to frequent and severe hypoglycemia episodes after having my esophagectomy due esophageal to cancer. In the past month I have had 3 total failures of the sensors that resulted in the company sending rep replacements. But I continue to have daily episodes in which the reading on the dexcom7 sensor is significantly different than what a finger stick blood test shows. Mostly the inaccurate reading is that my glucose is extremely low but the finger stick blood test shows I am in the normal range. But once it was actually very low, which can result in fainting, coma, even death! It is happening so often that my fingers are sore from the frequent finger sticks. I have called support and verified I am using it according to instructions. I think there is a quality control issue that needs investigation. I see from online groups for dexcom 7 users that many of us are experiencing the same thing. These are expensive and shouldn't fail repeatedly, in addition to which inaccurate readings may result in significant health problems such as passing out, coma etc. Please look into this. Dexcom read 61 (very low), finger stick indicated 106, normal range. Another sensor said 60, finger stick was 101. I was unable to get the data from the receiver, but one reading was in normal range, but finger stick was 49, extremely low. Reference report# mw5171007, mw5171008.